Event description:
Information was rec'd that reported a pt was hospitalized in 2008, due to an incident of hyperglycemia. The reporter stated the pt had to be hospitalized when his blood glucose became >400 mg/dl. He was treated with insulin and fluids. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device eval: the device is currently being evaluated; the MFR will file a follow-up report detailing the results of the evaluation once it is completed.